Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via an healthcare provider (hcp) about an advanced evaluation trial patient regarding their external neurostimulator (ens). A nurse called in on behalf of the patient who said the patient was experiencing a lot of pain at their lead site which is running down to their buttocks; the nurse does not know what to do. As a result of the adverse event, the patient and nurse was redirected to the patient's hcp. Six days later, the call agency connected with a woman who said the patient was at the hospital due to an issue with the surgery site. No additional information was provided. No device issue and no further patient complications have been reported as a result of this event.